Manufacturer narrative:
Concomitant medical products: 50ml bottle of argatroban injection, therapy date: (B)(6) 2016. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that at 6:10 pm on (B)(6) 2016 the module was initially programmed to infuse argatroban 250mg in 250ml at 12ml/hr, and was infusing at this rate at the time of the reported event. At 6:53 pm on (B)(6) 2016, the device was paused and the vtbi was changed to 50ml.. At 7:07 pm the device was paused, and was restarted at 7:23 pm. At 7:24 pm the device was again paused, and at 7:29 pm the device was channeled off. The volume recorded as being infused during this period was 2.893ml. Functional testing found the device to be delivering fluid within specification. There were no signs of leaking with the disposable set. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that an entire argatroban vial with 50 mg/50ml that was hung at 1853 and intended to run at 12ml/hr infused over 30 minutes. Serial ptt levels were drawn, all were within normal limits and there was no harm to the patient.